Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing the atrial signal. Inappropriate anti-tachycardia pacing (atp) and shocks were delivered, as a result. After the last shock the rate accelerated to what appears to be true ventricular fibrillation (vf). However, therapy was not available to treat the patient, as it was exhausted and the rate was undersensed. The patient was found unresponsive. The patient subsequently received external shocks from emergency care responders. Boston scientific technical services (ts) suggested further evaluation of the rv lead. The rv lead was found to have dislodged. The lead was removed and replaced and intravenous antibiotics were administered. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Inspection of the lead body found that the lead was returned severed 62mm from the terminal pin. The proximal segment was only returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The clinical observations could not be confirmed by analysis of the lead segment returned. The segment returned passed electrical testing.